Event description:
It was reported that the patient received a vibratory alert for high impedance. Loss of sensing and capture was noted. The patient had received infrared therapy on (B)(6) 2012 and frequently uses electrical sanders and welds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found the lead to be electrically open. The lead was squeezed flat at 27.5cm to 29cm and fractured at 28.5cm from end of connector pin, consistent with clavicle crush.